Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on september 7, 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 182 mg/dl an hour before the incident, and 200 mg/dl at the time of the call. The customer was given glucose and fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported that the pump was working one minute and then went blank with no alerts, and had a black outline on the screen. The customer was using a competitor's sensor system. Troubleshooting was completed but did not resolve the issue. The customer stated that when they went high, they went as high as 400 mg/dl. The customer also mentioned using insulin that was bad prior to the highs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No low battery alarm, failed battery test alarm or battery icon anomaly noted during testing. Device was programmed and monitored for one day. No blank display or display anomaly or black outline on the display borders noted. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).